Event description:
It was reported that during a ptca/stent procedure, the stent delivery system (sds) initially would not inflate; at 10 atms, it started to slowly inflate. The sds was inflated to 18 atms (contrary to IFU), which deployed the stent. The sds could not be deflated. As a result, the sds and guiding catheter were removed as a unit and the case was concluded. Reportedly, there was no pt injury.